Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider states that the right side frame is broken at the weld where the vertical back cane meets the bottom horizontal bar. Provider also advised the seat and back upholstery are torn. No additional information provided.